Event description:
A power source alert 07 was reported, during which the pump screen went blank unexpectedly and the led light was not blinking. There was no adverse impact to the customer's blood glucose level. The issue was resolved by plugging the charging cable into a wall adapter, which allowed the pump to begin charging, requiring no further assistance.